Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found loose bolts at the recirculation pump housing. The technician retightened the bolts, ran a test cycle and confirmed the unit operational.

Event description:
The user facility reported a reliance genfore washer is leaking water. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.